Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted.

Event description:
Patient reported a left side rupture. Healthcare professional reported a left side rupture. Healthcare professional also reported capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Additional, changed, and/or corrected data: b.1., b.5., h.6., h.11.

Event description:
MRI received which confirmed rupture.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events rupture was received on jan 22, 2025 with lot number 3410225. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: not observed. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Healthcare professional later reported a left side rupture. Device remains implanted.